Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that pt was awaiting a heart transplant. Intra-aortic balloon was inserted at 6:00 pm and the pump alarmed "helium loss 3" at 7:00 pm. Pump alarmed every 20 minutes for next 12 hrs. After this time period, md removed iab, replaced it with another brand iab and had pt on extracorporeal membrane oxygenation. Diagnoses: severe dilated cardiomyopathy.